Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked battery tube threads and broken reservoir tube lip.

Event description:
Customer's son reported via phone call damage on the insulin pump. Troubleshooting for cosmetic damage was performed. Customer's son advised there was breakage on the reservoir compartment. Customer advised the reservoir compartment lip was broken and the reservoir was unable to be locked into place. Customer's insulin pump was removed during a hospital visit involving a pulmonary issue. Customer's insulin pump was most likely damaged when removed at the hospital.